Event description:
Hosp personnel responded to a pt in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and the charge button pressed. According to the rptr, the device emitted an audible button press tone but would not charge. A backup defibrillator was immediately called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.